Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system shut itself down (without command) about seven times during a cause. There is no report of pt injury.